Manufacturer narrative:
The actual device was tested by the service provider on 08/08/2019. The flow rate accuracy was within the +/- 5% specification. The pump met all specifications as intended. The reported issue was not confirmed.

Event description:
On 09/17/2020, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on (B)(6) 2019. The user facility representative stated that "an infusion was set for 100ml with rate 110 ml /hr. Bag started with 115ml. Pump was stopped before infusion was over and it read that 83ml infused and 17 ml vtbi. However, at that point the bag looked to be 3/4 full = 86.25 ml. It should have only contained 15ml (initial overfill) + 17ml (what pump said is left out of 100ml) = 32ml. 86-32 = 54ml which is a flow rate deviation of -54%." She also stated that there was no chance of a mismeasurement of the initial bag fill because they used a 15ml vial of medication combined with a 100ml pre-filled saline bag. The device operator was a physician assistant. Medication being infused was tysabri. There was a patient involved. The patient was not harmed or injured.